Event description:
The device was used during a "thoraco bullectomy". Reportedly, on the third firing, the jaws crossed and would not fire. Another device was used to finish the procedure. No pt injury was reported.